Event description:
During spine surgery, a hand held torque was used to tighten the screws to 90 inch pounds. A small fragment broke off and was able to be retrieved. A second hand held torque was used and a fragment broke off and a decision was made to embed it into the s1 cap because it could not be retrieved. The instruments were hand held lock screw drivers. Manufacturer nuvasive. Models numbered 10000780nm3953 and 10000750nm3016. Ap and lateral radiographs of the lumbar spine are submitted. Posterior spinal fusion is noted at l5 and s1. There is intervening disc prosthesis. The vertebral bodies are uniform in height and normally aligned on the lateral projection. There is a thoracolumbar levoscoliosis versus positional artifact. Marginal osteophytes are noted in the included thoracic spine. There are upper abdominal clips. Impression: one (1). Satisfactory alignment status post posterior fusion at l5 and s1. FDA safety report ID # (B)(4).